Manufacturer narrative:
Two potential lot numbers were provided for this incident. The information for each lot number is as follows:  medical device lot #: 5327878, medical device expiration date: 2020-11-30,  device manufacture date: 2015-11-23. Medical device lot #: 5357759, medical device expiration date: 2020-12-31,  device manufacture date: 2015-12-23. (B)(6). Investigation results: summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Our business team regularly reviews the collected data for identification of emerging trends. Conclusion: DHR review for batch 5327878 (p/n 301029): all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 5327878 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. DHR review for batch 5357759 (p/n 301029): all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 5357759 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Based on no sample, the investigation concluded: unconfirmed: bd was not able to confirm the customer¿s indicated failures. Root cause: no root cause can be determined as no samples were received.

Event description:
It was reported that ¿visible silicone oil residue¿ was found in the area of the stopper on a 10 ml bd syringe luer-lok¿ tip prior to use. There was no report of exposure, serious injury or medical intervention.